Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump, catalytic converter, and oil mist filter were replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported a ¿white smoke¿ or haze emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device serial # correction (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue and system risk analysis (sra). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿trending analysis of the smoke/haze issue was reviewed from august 2017 to february 2018 and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for further analysis and evaluation. The assignable cause of the smoke/haze issue is the vacuum pump, oil mist filter and catalytic converter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Device available for evaluation correction from no to yes. The catalytic converter and oil mist filter were returned and tested. The unit passed the test cycle with no mist, smoke, odor, or oil leaks present; reason for return and failure was not confirmed. The vacuum pump was not returned for analysis. The assignable cause of the reported issue was likely due to the vacuum pump, catalytic converter and oil mist filter since the sterrad was restored after the replacement and/or adjustment of these parts. The issue will continue to be tracked and trended. (B)(4).